Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event(s) of cloudy effluent fluid and peritonitis warranting hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore causality cannot be established. However, based on the information available, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). It is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient (pdrn) on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient stated the pd effluent was foggy and was informed by the peritoneal dialysis nurse that she had an infection. Upon follow up the peritoneal dialysis nurse stated the patient was hospitalized on (B)(6) 2018 for peritonitis. The pdrn stated peritoneal fluid cultures were obtained (date not provided), and were positive for gram negative organisms (species and genus not provided). The patient was reportedly treated with antibiotics; however the drug, dosage, route, frequency and duration is unknown. As of follow-up performed on (B)(6) 2018 the patient remains hospitalized for peritonitis.